Event description:
The procedure was to treat a non-tortuous, mildly calcified, restenosed lesion in the proximal right coronary artery (prca). A balance middleweight (bmw) guide wire was in place through the lesion and when the 3.5x12 mm implant delivery system was down to the lesion resistance was felt and the delivery system got stuck with the guide wire. Both devices were removed as one unit. The bmw was changed for a new one and a 3.5x28 mm device was delivered with no issues. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The balance middleweight guide wire referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.